Manufacturer narrative:
It was reported that the (B)(4) did not dislodge in the main artery, and did not block the branch, and was not deployed in the branch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx drug eluting stent to treat a non tortuous and non calcified lesion located in the proximal ramus with 95% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was not predilated. The device did pass through a previously deployed stent. Resistance was not encountered and excessive force was not used. It was reported that stent deformation occurred in vivo during positioning. When passing the device through the previously implanted stent, it coiled in the stem of the stent and deformed. The deformed stent was removed from the patient. No damage was caused to the previously implanted stent. It was reported that the branch lost its flow after release of another resolute integrity stent in the main artery. A resolute integrity stent was implanted in the branch that lost flow. The procedure was completed using a different size resolute integrity. No further patient injury was reported. The physician did not assess that the resolute integrity stent that deformed contributed to the loss of flow in the branch.